Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
The user reported the monitor generated a reference sensor failure message. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.